Event description:
The following was reported to gore: on (B)(6), 2023, this patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. Final angiography during the procedure revealed that the proximal part of the trunk-ipsilateral leg endoprosthesis had unintentionally covered both renal arteries. At the time of implantation of the trunk-ipsilateral leg endoprosthesis, the physician believed the proximal end of the device to be approximately 5 mm below the renal artery. However the device was actually deployed approximately 2 to 3 cm more proximally than planned. Additional stents were implanted in both renal arteries and the procedure was completed. The patient tolerated the procedure. Reportedly, due to the patient's poor pulmonary function, the procedure was performed under local anesthesia, not general anesthesia. Therefore, the patient was asleep during the procedure and could not hold his breath during angiography, and there may have been misalignment between the marking and the actual deployment. The physician reportedly stated: the trunk-ipsilateral leg endoprosthesis was deployed slightly below the renal artery marking, and no extreme upward push was made thereafter.

Manufacturer narrative:
H.6. Investigation findings code c19: the device remains implanted and is not available for analysis. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.